Event description:
The customer reported that the system will not boot. No pt injury was reported.

Manufacturer narrative:
The ge svc rep performed an sbc kit install per instructions. He reloaded the new software and rut files. The system operates as intended.